Event description:
Used opti free soft contact lens multi purpose solution for a few weeks and noticed that my eye sight was changing. I attribute the change to the lens solution since my eyes now have a mucous build up which leads to infection. Since using the product, there has been a build up of mucous and goo on both eyes along with my eyes drying causing a lot of discomfort. My eyesight was degrading quickly and I didn't know why until I reviewed other complaints about the new replenish enhanced comfort lens solution. Something changed with this newer product "replenish". My lower eyelids were itchy and both lens were sticking to my eyes. I have never had such problems until commencing usage of the product. There should be a recall as others have submitted the same problems on the opti free website. Frequency: daily. How was it taken or used: lens disinfects and cleans. Date the person first started taking or using the product: (B)(6) 2017. Date the person stopped taking or using the product: (B)(6) 2017. Did the problem stop after the person reduced the dose or stopped taking or using the product: yes. Did the problem return if the person started taking or using the product again: didn't restart. Why was the person using the product: product was recommended by doctor. Soft contact lens need to be disinfected daily.